Manufacturer narrative:
There was no indication of any malfunction of the device.

Event description:
Allegedly, the patient underwent a robotic assisted laparoscopic hysterectomy on (B)(6) 2013 to remove the uterus and uterine fibroids, which was about 20-week size. Following the procedure the pathology report indicated a high grade leiomyosarcoma; the mass weighed 1047 grams and showed extensive necrosis, lymphatic-vascular space invasion, and greater than 19 mitoses/10hph. By (B)(6) 2015 the (B)(6) progressed to a 26cm abdominal-pelvic mass as seen on CT scan; she died on (B)(6) 2015.

Manufacturer narrative:
The claim or lawsuit against ksea was dismissed or withdrawn because there was no karl storz product involved.